Event description:
A caregiver reported her son, the customer, received lower values when scanning the adc freestyle libre sensor. On (B)(6) 2018, the customer obtained a scan of 70mg/dl and experienced vomiting, loss of vision, abdominal pain, and eventually, lost consciousness. The caregiver called the firefighters who obtained a blood glucose of "hi" on their meter. The customer diagnosed with dka and was treated with "intravenous hydration" and insulin therapy. The customer was hospitalized for 3 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported her son, the customer, received lower values when scanning the adc freestyle libre sensor. On (B)(6) 2018, the customer obtained a scan of 70 mg/dl and experienced vomiting, loss of vision, abdominal pain, and eventually, lost consciousness. The caregiver called the firefighters who obtained a blood glucose of "hi" on their meter. The customer diagnosed with dka and was treated with "intravenous hydration" and insulin therapy. The customer was hospitalized for 3 days. There was no report of death or permanent injury associated with this event.